Manufacturer narrative:
The device will not be returned for evaluation. No new information has been made available. The build lhr for cdl-637l s/n (B)(6), lot 1289390 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management files were reviewed and no new risks were identified. Rmf 0003 rev 36 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0004 rev 24 line 9.77 - device explanted.

Event description:
Information provided states that patient had m6-c implanted at c4/5 in (B)(6) 2019. The device was explanted in (B)(6) 2023 due to suspected osteolysis. Swelling and dysphasia was noticed at the time of device removal.